Manufacturer narrative:
The insulin pump powered up properly. No blank display was noted. The insulin pump alarmed during the rewind due to moisture damage on the motor assembly. Moisture damage was also noted to the electronic assembly and vibrator motor. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was over 300 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.